Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the phenomenon occurred due to mishandling by customer, or wear/damage associated with increased time of use. The following information is stated in the instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was leaking 3-5 cm from the distal end at the outer sheath. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that there was a gap between the acoustic lens and the ultrasound probe. Additional findings include the following: water tightness was lost due to a pinhole on the bending section cover, the scope cover was deformed, the scope body had a scratch, the cover of the charged coupled device unit cable was peeled, the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic cable / due to damage on the ultrasonic probe, and the displayed ultrasound image was defective due to a chip / scratch of the acoustic lens. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.